Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: decive was made prior to compliance date, gtin unavailable; (10)clmbk1. Upon completion of the investigation a follow up report will be filed.

Event description:
Valve was implanted on 27.07.2011 - 6 years later, now revised.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at a 30 mmh20, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3101, with lot cmcc2y, conformed to the specifications when released to stock on the 23rd march 2011. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that the valve, which was implanted (B)(6) 2011, was no longer adjustable. The valve was revised.